Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a "closed drawer" message indicating "requires maintenance" was displayed, and a failed storage space was listed. The customer attempted to recover the drawer; however, the screen instructed the user to close the drawer or door, even though the drawer never opened. The drawer could not be unlocked from other screens, including inventory and cubie map, and the drawer would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer replaced both retractor bands on auxiliary half height drawers 5.1 and 5.2 and also realigned ball bearings cage and installed new slide bumpers for auxiliary matrix drawer 6 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.